Event description:
A customer had a problem with the sal ejector. The customer states that the blue tip on the end of the saliva ejector fell off during a cleaning and dropped in to the patient's mouth. No ill-effects to patient as a result, the piece was retrieved.